Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. Based on the information provided, a conclusive cause for the reported difficulties could not be determined. It may be possible that the vessel diameter was narrowed or was inadequately pre-dilatated in some locations smaller than the stent diameter causing the stent to elongate and partially deploy within the introducer sheath; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified superficial femoral artery. A command es guide wire was used to acquire access and a 5x100mm armada 35 balloon was used to pre-dilate the vessel. Then a 5.5x100mm supera stent was advanced to the lesion and deployment initiated. It was found that the stent implant was getting elongated (stent came out from the sheath) although a portion of the stent deployed inside the introducer. Multiple attempts were done to deploy with nominal state but all attempts failed and the stent implant kept on elongating. The device was simply removed. A new same size supera was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.